Event description:
Product could not collect blood because the blood leakes from the connection between the bottle cover & the evacuator tube with red slide clamp. (About 4 hrs after placement)it was replaced by another product and pt has no problems.